Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the connector was observed detached from the rest of the device. This issue is related to the customer complaint and due to this condition, the customer complaint regarding a connector issue was confirmed. Also, the dilator was observed inside the vizigo¿ sheath and there is no evidence of a dislodged valve inside the hub component. Since there is no evidence of a dislodgment of the hemostatic valve and the dilator was observed inside the sheath, the customer complaint regarding a separation of the hemostatic valve and resistance with the sheath were not confirmed. The issue reported by the customer was confirmed based on the picture received. The product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator; the device connector was loose. Microscopical analysis was performed on the handle, and adhesive residues were observed. This is evidence that the device was manufactured within specifications. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. A device history records was performed for the finished device 00001896 number, and no internal actions related to the complaint were found during the review. The connector issue reported by the customer is confirmed. It should be noted that product failure is multifactorial. The issue reported by the customer about the valve and resistance could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve broke on the vizigo¿ sheath. The bwi representative also stated that the cable connection also broke on the side of the sheath as they were disconnecting from the sheath. A picture was provided showing a portion where the cable connects, that has broken off. In addition to that, the doctor and scrub technician were both unable to insert the pentaray successfully into the sheath due to some obstruction or tightness. The hemostasis valve (gasket) did not break into two or more separate pieces as per the bwi representative¿s knowledge. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was very minimal, not enough to cause anyone concern that was near the patient. Therefore, no medical intervention was required to stop the bleeding. The sheath was exchanged, and the issue was resolved, and the case continued without any further incident. No adverse patient consequence was reported. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction. The cable connector issue and the resistance with sheath were assessed as not MDR reportable.